Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp assembly failed to open and the tubing could not be set up. As a result, an alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.